Event description:
Information received by medtronic indicated that the patient had a massive air embolism in the left atrium during a cryoablation procedure. This was observed on fluoroscopy during positioning for the second ablation at the left inferior pulmonary vein. Air bubbles in the right coronary artery, significant st elevation, complete atrioventricular block, blood pressure decrease, then non-sustained ventricular tachycardia. Patient was stabilized with catecholamines, right ventricular apical pacing and chest compressions. After air was suctioned from the left atrial appendage by a catheter, patient was intubated. The cryoablation procedure was aborted; patient was in stable condition under ventilation and catecholamines, ECG showed no st-elevation anymore, patient in atrial fibrillation. Update on patient status was received (B)(6) 2014: the patient's recovery was delayed; the patient developed multiple costal fractures and consequently several ventilation associated pneumonia due to cardiopulmonary resuscitation.

Event description:
Information received by medtronic indicated that the patient had a massive air embolism in the left atrium during a cryoablation procedure. This was observed on fluoroscopy during positioning for the second ablation at the left inferior pulmonary vein. Air bubbles in the right coronary artery, significant st elevation, complete atrioventricular block, blood pressure decrease, then non-sustained ventricular tachycardia. Patient was stabilized with catecholamines, right ventricular apical pacing and chest compressions. After air was suctioned from the left atrial appendage by a catheter, patient was intubated. The cryoablation procedure was aborted; patient was in stable condition under ventilation and catecholamines, ECG showed no st-elevation anymore, patient in atrial fibrillation.

Manufacturer narrative:
The returned device and was visually inspected and functionally tested. Visual inspection of the sheath showed the shaft was kinked at 2.52 inches from the tip. The kink was preventing a smooth steerability when a cryoablation catheter was inserted. The reported air ingress could not be reproduced. Many aspiration / injections performed without having air bubbles or leaks, the hemostatic valve was leak tight. Further inspection showed the stopcock distal end luer is attached to the side port tube proximal end with no leak. (B)(4).

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.